Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User utilized the device to suck the hemorrhoids into barrelm, then rotate the handle to release the band but found out the band doesn't shrink as expected. User then utilized a thread to complete the ligation. User took a device from same lot# after procedure and release the band to confirm the bands function and found out the band doesn't shrink either. Video attached lab evaluation complete on 11march2022: visual inspection: all 3 bands returned all bands deployed. Thread is tracked on spool as is expected. Functional inspection spool rotates as expected. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the hmbl-4-tri device of lot number c1860399 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. From the video provided, one band appears shrunk as expected. After the physician picked up a second band and rubbed it in his fingers the band shrunk as expected which would replicate the conditions in the body during procedure. Lab evaluation: the devices involved in the complaint were evaluated in the laboratory on 11th march 2022. In summary the following results were observed in the lab evaluation: visual inspection: - all 3 bands returned all bands deployed. - thread is tracked on spool as is expected. Functional inspection - spool rotates as expected. Documentation and IFU review: prior to distribution, all hmbl-4-tri devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the hmbl-4-tri devices of lot # c1860399 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1860399; upon review of complaints this failure mode has not occurred previously with this lot # c1860399. As per the instructions for use, ifu0030, users are advised of the following: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to joints, cracks or breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the IFU states that ¿ maintain suction of haemorrhoid by keeping suction port covered. Deploy band by slowly rotating suction spool downwards until tension is released.¿ ¿uncover suction port of ligator to relieve suction on haemorrhoid. This will allow ligated haemorrhoid toe be released from tip of device.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the users technique during the procedure. It is possible that if suction was not released or too much tissue was sucked into the tip of the device, this may have caused the bands to slip off the haemorrhoid as the tissue may not have bulged around the band holding the bands in place, or if the user did not begin at the most proximal location from the anal sphincter and proceed distally resulting in passing the shortshot over a previously placed band this may dislodge the band. It may be noted that the bands were returned shrunk as expected.. Summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.